Event description:
It has been reported to philips that some of the buttons on the mechanical control module are not working. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo module button was defect on the monitor. Review of the system log file showed that the button function was failed. The fse replaced the geo module and calibrated the system. After replacement of the geo module and calibration of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.